Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope ID data is missing. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the communication error was due to damage to the image sensor unit or failure of mounted components on the electrical board caused by stress from use, external factors, or handling, and the scope ID data is missing was due to stress during use, external factors or handling, damage to the video connector, or a fault in the mounted components on the circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the subject device displayed a communication error. The issue occurred during routine maintenance. There were no reports of patient involvement.